Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the screen does not turn on. There is no reported patient involvement.